Event description:
Evaluation of this returned ventilator found a faulty alarm assembly. The wire to the alarm assembly was wiggled by the technician while the ventilator was alarming and the alarm sounded intermittently. Please note that there was no serious injuries in this case.

Manufacturer narrative:
The investigation result of the returned ventilator found the faulty alarm assembly. The wire to the alarm assembly was wiggled by the technician while the ventilator was alarming and the alarm sounded intermittently. The problem was due to the alarm assembly having a loose connection. The problem was corrected by replacing the alarm assembly. The ventilator was performed full calibration, ovp (operational verification procedure) , and battery test. The ventilator met all required specifications.